Event description:
Tube detection left side not working due to disconnected tube / tube detection right side not working due to disconnected tube during preop / tests (no patient connected).

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the humidifier was being prepared for use. The root cause was determined to be a defective right-side tube connector and a defective control board. The control board and tube connector set were replaced to solve the issue. There was no patient or user harm.